Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, when the outer sheath was being removed, the lead dislodged. An attempt was made to place the lead again but it was unsuccessful. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.